Event description:
It was reported that the patient experienced ventricular fibrillation (vf) arrest in the emergency room; there were episodes of prolonged asystole. In addition, there was possible loss of ventricular capture noted. Follow-up investigation revealed that ventricular capture was confirmed, however the output had been reprogrammed to increase capture to within the safety margin. It was also reported that the patient had a cardiac arrest, and was now in rehabilitation due to the complication. The right ventricular (rv) lead remains in use. No further patient complications have been reported as a result of this event.